Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) had battery starts not holding a charge. No injuries or deaths.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit and found that the battery started not holding a charge. Completed estimation only on breakdown. Quoted send to customer. Po from customer will send later time if customer accepts the quotation. Repair not completed yet. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.